Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the caps have been coming off the 1/4 inch ports on the reservoir. This was communicated to tcvs as a general problem, the customer has been having with this particular product. In this instance, the perfusionist noted that the vacuum began to decrease within the unit. The caps were quickly reinstalled and the event continued without incident. No known impact or consequence to patient. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).